Event description:
Possible loss of capture noted on ventricular lead (eg egm #47529, 47521). Device appears to be oversensing on ventricular lead (eg egm #46453, 46420), resulting in inhibition of ventricular pacing. Sensing integrity counter - shows 1495 short v-v intervals. Rv bipolar lead impedance warning on (B)(6) 2024 for impedance of 95 ohms. Rv unipolar lead impedance warning on (B)(6) 2024. Variability in rv lead impedances noted on trends. High rv thresholds. Device appears to be undersensing on atrial lead, noted on stored egms, resulting in inappropriate pacing and false termination of at/af events. Device also appears to be intermittently oversensing on atrial lead. Atrial lead position check failed. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".